Manufacturer narrative:
As received, a partial connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damages consistent with procedural damage. The reported event of lead noise was not confirmed.

Event description:
Further information was received indicating the rv lead was explanted and replaced on (B)(6) 2018. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Several episodes of right ventricular (rv) lead noise was recorded resulting in pacing inhibition. A rv lead issue was suspected. In the short term, the device was reprogrammed. Then, the patient was admitted to the hospital for a new lead implant; however, no venous access was available so the procedure was rescheduled. The patient was asymptomatic with no adverse consequences.